Event description:
Event description guidant received information that due to impedance issues with this lead, the lead safety switch feature had been triggered on this pacemaker. With isometrics the impedance measurements drop and the system senses noise.